Event description:
On (B) (6) 2008, the pt reported her insulin infusion set was not properly adhering to her skin. She stated this has occurred for about 2 months and with two different boxes of infusion sets. She said she uses IV prep wipes before inserting the headset. The pt was educated on the sandwich method and sent a complimentary box of infusion sets along with tegaderm and a guide to infusion site mgmt. On f/u with the pt, she stated the issue has been resolved with the complimentary products that were sent. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.